Event description:
About three months ago we reported on an issue where the nexiva catheter had become disconnected during surgery. The reason was because the q-syte port (needless connection) had been cross threaded. During that event the IV tubing became disconnected dumping fluid into the patient bed/ o.r. Table causing patient to miss some medications. Because of this continued issue in our operating room the staff have starting taking off the q-syte port and connecting the IV tubing directly to the port on the catheter. (Photo available) before they started this new practice they experienced several disconnect problems. However this work-around has now caused an issue on the med surg floor. In this new event the surgery patient was transferred to the floor from o.r. When the nurse attempted to change IV tubing to administer blood there wasn't a needleless port (q-syte) attached. The IV tubing was pushed directly into the catheter port. While attempting to remove the IV tubing the tip of the IV tube was broken. The tip was still in the connection and could not be removed. The nurse had to re-start another IV on the patient. Of course this caused discomfort to the patient which had to endure another IV start. The q-syte is a split septum type needless connector. Manufacturer states there is nothing wrong with their product. However, because the product does not function well the o.r. Nurses have developed a work-around which in turn causes problems for the floor nurses. The issue doesn't appear to be with the catheter, only the q-syte needless port. We feel the device does not have enough threads to properly secure it to an IV connection collar. What was the original intended procedure?changing IV tubing.